Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in a moderately tortuous and moderately calcified superficial femoral artery. A 4.0mmx40mmx135cm sterling balloon catheter was advanced for dilatation. However, during the second inflation at 14 atmospheres for 1 minute, the balloon ruptured vertically. The device was completely removed and the procedure was completed with another of the same device. There were no patient complications reported and the patient status was in good condition.